Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the distal segment of the shaft had been fractured. Magnifying inspection of the distal segment found that the distal extremity was missing approximately 0.85mm. The outer layer on the gold coil marker was found to have been torn in the circumferential direction. Exposure of the braided wire and the gold coil of the marker was noted at the fracture. The total length of the shaft was measured and confirmed to meet manufacturer specification, indicating that the shaft had not been elongated. Magnifying inspection revealed no defects. X-ray fluoroscopic inspection of the shaft revealed no defect in the state of braided wire. Electron microscopic inspection of the distal extremity revealed some abrasions generated in the distal direction toward the fracture end on both the proximal and distal sides of the tear on the outer layer of the gold coil marker. Some abrasions generated in the circumferential direction were also found on the segment adjacent to the tear of the outer layer. Electron microscopic inspection of the fracture revealed that the gold coil of the marker had been diminished toward the end. The provided cine was reviewed as follows: a calcified lesion was found in the cx. (Cine #1) the actual sample was inserted and advanced over a competitor's guide wire (fielder xt). It was caught at the orifice of the calcified lesion. (Cine#4) an attempt to cross the lesion with the combination of the actual sample and the competitor's guide wire (guidezilla) resulted in the distal end of the actual sample being caught at the orifice of the calcified lesion. (Cine #6) a competitor's balloon catheter (emerge) was anchored to the stent-implanted segment in the diagonal branch. And another attempt to cross the lesion with the actual sample was made, which resulted in the distal end of the actual sample being caught at the orifice of the calcified lesion. (Cine #8) the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation findings, it is likely that during attempts to cross the lesion with the actual sample, the distal extremity of the actual sample was trapped by a hard object, including a calcified lesion. To be released from the trap, the actual sample was subjected to torque force, when the outer layer on the gold coil marker was torn in the circumferential direction. Subsequently, in further attempts to be released from the trap, the actual sample was subjected to a pulling force in the direction of withdrawal, when the distal extremity became fractured. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the distal end of the finecross mg device had been damaged. Follow up communication with the user facility confirmed the following information: intervention site: circumflex artery (cx), very calcified; the tip end of the microcatheter was frayed after use; the finecross was first use with a whisper ms on the stenosis level, then a fielder xt in order to cross the proximal cx; it was reported a failure, so they used a guidezilla (guide extension catheter) in support with the finecross inside; anchoring with a emerge balloon (2.75x15) into the stent of the diagonal for more support; attempts were made to pass through different balloons (emerge push, mini trek, tazuna): new crossing failure of the lesion; then, use of the corsair which did progress a bit further, allowed the exchange with a rotablator guide and a bur (1.25); then, predilatation with balloons and set up of a xience stent; it was reported the procedure was completed successfully; and no known impact to the patient.